Event description:
The user reported that when they attempted to flush a blocked PICC line, they noticed a leak between the white and clear casing. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No further info was available.

Manufacturer narrative:
(B)(4). Sample involved in this event will not be returned as it was not available. No failure investigation could be performed. A review of the production records for 3000e, lot number 10045280 showed that no quality issues were raised for failures or quality deviations during manufacturing.